Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting the new batteries as well as insulin pump had no delivery alarm and rewinding was slow. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. (B)(4).